Event description:
It was reported by a fire dept that when the AED was attached to a pt who collapsed at home, the AED powered off. It was reported that this sequence repeated two additional times before a second AED (a defibtech lifeline AED) was retrieved and used. It was also reported that the second AED advised and delivered a defibrillation shock. It was also reported that the pt was not resuscitated.

Manufacturer narrative:
The electronic history file from the actual device was evaluated. The electronic history identified that the AED was placed in service on (B)(6) 2003 and that the AED was functioning properly, successfully performing its self-tests, until (B)(6) 2013 when the 9-volt battery that powers the unit's self test system was depleted (the AED blinked its red active status indicator light and chirped for 3 weeks prior to the 9-volt battery becoming depleted). The 9-volt battery was not replaced, and the AED was not able to perform its self-tests until (B)(6) 2014 when it was deployed for an event, where the unit was powered on, it analyzed the pt, advised a shock, began charging, and shut down. This sequence was repeated five additional times with the same result, all due to a low battery condition with the main AED battery, a condition which is detectable by the unit's self test system. This low battery condition was not detected in this case as the 9-volt battery that powers the AED self-test system was not replaced after becoming depleted on (B)(6) 2013. On (B)(4) 2014 defibtech informed the customer that the cause of the event was a failure to maintain the AED. Defibtech reviewed the proper maintenance of the AED and battery with the customer at that time. The AED is currently out of service awaiting a replacement of the main AED battery pack and 9-volt battery. Results: the investigation determined that there was a failure to service/maintain the device according to MFR recommendations, specifically, the AED was not kept in a "ready" state. Based on these findings, this MDR is being filed for user error.